Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt has always complained of pain of at least 1 year post op. A bone scan revealed on (B) (6) 2009, a loose acetabular shell. During surgery, it was noted there was no bone ingrowth of the shell. A (B) (4) trabecula shell was implanted as the replacement device."